Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Device is an instrument and is not implanted/explanted. Device was used in a veterinary case. Patient information will not be provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reverse does not work on the small battery drive. No further information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: power tool evaluation was completed for this device. The reporter's complaint that the ((B)(4)) small battery drive does not run in reverse was confirmed. The unit was tested and the complaint was substantiated. It was also discovered that the device does not oscillate and triggers are sticky. This is most likely due internal motor or ecu failure due to immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.